Event description:
It was reported that while in the cath lab the md inserted a super arrow-flex (saf) sheath with dilator. The md inserted the intra-aortic balloon (iab) into the saf sheath and the balloon stopped advancing and stuck in the saf sheath. The md tried to advance the balloon catheter, but he could not pass it through the saf sheath due to critical resistance. As a result, the md had to remove the saf sheath and balloon catheter together. A new iab-05840-u was opened and in the same insertion site (left femoral artery) the md inserted the new saf sheath and catheter and finished the catheterization. There was no reported patient death or injury. Medical/surgical intervention was not required. There was a delay in therapy of 10 minutes. There was no excessive bleeding during the procedures. The patient outcome is listed as "the patient does not have any complications and is fine."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.